Event description:
Reporter indicated a patient "tore open" her vns generator site incision due to the patient picking at the site. The patient had recent vns generator replacement surgery performed on (B)(6) 2012. The patient went to the emergency room on (B)(6) 2012 and the wound was cleaned and re-sutured closed. No infection was present, but prophylactic keflex 500mg antibiotic was prescribed for a week, which was completed. The patient was last seen on (B)(6) 2012 and was doing well. The patient will not be seen again unless there is an issue, and the caregivers are aware to update the office if any changes occur.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the lead and generator prior to distribution.